Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Detailed analysis of the lead was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Detailed analysis of the lead was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. Evaluation summary: (B)(4) performance data collected from the device was analyzed, and revealed that between (B)(6) 2010, there was an abrupt increase in ventricular pacing impedance. It was also revealed that the short interval count increased 17510 counts. In addition, it was revealed that there was a lead integrity alert on (B)(6) 2010.

Event description:
It was reported that there was a lead fracture. After explanting the lead, blood pressure dropped dramatically and a large pericardial effusion was observed. CPR was initiated during pericardial access as the patient became pulseless and was transiently asystolic. The pericardial space was drained of dark blood, whereupon sinus rhythm returned and systolic pressure improved. Despite removal of the blood a large pericardial effusion remained evident on fluoroscopy. CPR was resumed until a surgical team proceeded to create a pericardial window, and more dark blood was removed. Continued manipulation of the pericardial window was required to relieve pressure, with positive improvement in hemodynamics each time. The patient was eventually sent for a sternotomy to repair a presumed cardiac laceration. No further patient complications were reported as a result of this event.

Event description:
It was further reported that there was a lead fracture. After explanting the lead, blood pressure dropped dramatically and a large pericardial effusion was observed. CPR was initiated during pericardial access as the patient became pulseless and was transiently asystolic. The pericardial space was drained of dark blood, whereupon sinus rhythm returned and systolic pressure improved. Despite removal of the blood a large pericardial effusion remained evident on fluoroscopy. CPR was resumed until a surgical team proceeded to create a pericardial window, and more dark blood was removed. Continued manipulation of the pericardial window was required to relieve pressure, with positive improvement in hemodynamics each time. The patient was eventually sent for a sternotomy to repair a presumed cardiac laceration. No further patient complications were reported as a result of this event.